Event description:
It was reported that when the sterile package was opened perioperatively, the catheter tubing jumped out of the package before the tray cover was completely removed. As it was believed that this carried a risk of becoming unsterile, the catheter product was not used within the patient. A new catheter was opened. There was no injury; outcome was "ok".

Manufacturer narrative:
Catheter: model #: 8781, lot# 0205143144, serial# unk, implanted: na, explanted: na.